Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The distal end of the wire guide coating has been damaged exposing the core wire 4.7cm to 5.8cm from the distal tip. The coating separated coating remains attached to the core wire; however, it has bunched 3.9cm to 4.7cm. No portion of the coating appears to be missing. A bend was noted 4.5cm from the distal tip. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of coating damage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. The instructions for use states the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Additionally, the instructions for use state: "flush endoscope accessory channel and/or lumen of device with sterile water... Note: for best results, wire guide should be kept wet, if applicable." Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. It was reported that the wire guide was advanced through an olympus tjf q160v scope into the pancreatic duct. When the physician got the wire around the stone, when doing the exchange it was noted the wire coating started stripping off the wire. The physician was not able to complete the procedure. The patient was sent for an extracorporeal shock wave lithotripsy (eswl) procedure to bust the stone up in smaller fragments, and the patient will return to have the ercp procedure to remove the stones. A section of the device did not remain inside the patient¿s body. The patient was sent for an extracorporeal shock wave lithotripsy (eswl) procedure to bust the stone up in smaller fragments, and the patient will return to have the ercp procedure to remove the stones. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.